Manufacturer narrative:
(B)(4). Report source - foreign : event occurred in (B)(6). Medical devices:unknown tibial tray, catalog #: unk, lot #: unk. Unknown femoral component, catalog #: unk, lot #: unk. Unknown stem, catalog #: unk, lot #: unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01701. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Visual examination of the provided pictures identified signs of biological deposits on the components, however a detailed evaluation can't be provided since the photos are not big/clear and the device was not returned. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent total knee arthroplasty. Subsequently, patient underwent tumor resection and revision due to instability and a failed hinge mechanism. Attempts were made to obtain additional information; however, none was available.